Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in left brachial vein. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).